Event description:
Event description guidant received info that the pt with this device passed away 46 days after implant. The pt's son stated on the pt verification from that he is sure that the device failed. There was no record of a clinical obaservation or complication from the pt's family, physician or field rep prior to this communication.